Manufacturer narrative:
(B)(4) - the iol was received for analysis and inspected under illuminated 10x magnification. Results show one detached haptic and an optic cut in half. Prior to release the lens met all manufacturing specifications. The account stated there was no problem with the lens and the event was patient related. All information currently available is included in this report.

Event description:
A nurse reported that the intraocular lens (iol) would not sit right because the patient was moving and was in pain during the cataract procedure. The surgeon performed a vitrectomy and made the incision larger to remove the lens. The reporter stated there was nothing wrong with the iol, that it was the patient. The lens was removed and the patient left aphakic.